Event description:
It was reported that the implant was removed due to infection at the implant site.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Devices are used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.